Event description:
It was reported that during a procedure, the doctor was using an arthroscope along with a 5mm light cable. The doctor rested the scope, which was connected to the source, on the patient's body which resulted in a burn to the patient.

Manufacturer narrative:
The product was not returned for investigation. However, the alleged "patient burn" failure was confirmed. Per the company representative, an incorrect cable was used with the scope and it became too hot causing the burn on the patient's lip when the light cable was set down on the patient. The most probable root cause can be determined to be user error due to improper procedure being performed with the light cable. In sum, the product was not returned for investigation, however, the alleged failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The part number is unknown at this time, shall it become available it will provided in future medwatch reports.additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the doctor was using an arthroscope along with a 5mm light cable. The doctor rested the scope, which was connected to the source, on the patient's body which resulted in a burn to the patient.